Event description:
It was reported that a one-link catheter extension set was unable to be primed. The nurse stated that the one link set was connected to a non-baxter set; however, the line was unable to be primed. The nurse was reported to use a pushing and twisting motion to connect the one link set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Flow testing was performed with no issues noted. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event reportedly occurred within 3 months of (B)(6), 2015. The customer reported potentially associated lot number of ur15e006025. Should additional relevant information become available, a supplemental report will be submitted.